Manufacturer narrative:
The results of the investigation are based solely upon a review of the images received and the information provided as the reported device was not returned. Based on the aforementioned images, the non-abbott stylet appeared to be perforating the dilator. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the non-abbott needle with stylet punctured the swartz braided sheath while it was being introduced. Another sheath was used to continue the procedure with no consequences to the patient.